Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The candlesticks were cleaned and serviced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system mode popping sound at the tube during a case involving an animal. No pt injury was reported.